Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary tubing set drip chamber. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. The secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of dacogen at an unspecified rate. The primary solution container was hung lower than the secondary solution container with "several hooks." After an unspecified length of time in use, the nurse noted small bubbles in the primary drip chamber and fluid flowing towards the primary solution container. It was reported the nurse clamped the primary tubing set and the dacogen delivery was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4). (B) (4).